Manufacturer narrative:
A visual and microscopic evaluation of the returned device revealed stent damage. The struts along the entire length of one side of the stent were raised distally. The tip of the catheter was slightly flared on one side. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. A review of the manufacturing record for this batch found that the device met its materials, assembly and product specifications at the time of release to distribution. The most probable root cause for this complaint is operational context.

Event description:
This complaint is now reportable based on the analysis. It was reported that during a drug-eluting stenting treatment procedure, the stent delivery system (sds) was unable to cross the lesion. The 2.5x16mm taxus express2 drug-eluting stent (des) was unable to advance to the severely tortuous and severly calcified 90% stenosed target lesion located in the proximal left circumflex artery (lcx). The procedure was completed with another device. There were no complications to the pt and their status was reported as "good". However, the returned product analysis revealed that there was stent damage.